Event description:
It was reported that this pacemaker exhibited oversensing of the t-wave form on the right ventricular (rv) channel. Technical services (ts) reviewed and found rv amplitude measurements had suddenly dropped approximately five months ago. Reprogramming was completed at this time. Ts provided additional reprogramming recommendations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.